Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block (chb) and a permanent pacemaker was implanted two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient was admitted to the hospital with fever, anorexia, and weariness. Cultures were positive for streptococcus sanguinis. Transesophageal echocardiogram showed a mobile mass. Valve endocarditis was treated with antibiotics, but the patient¿s condition required aspiration and tube feeding. The patient¿s condition gradually worsened, and the patient died after four months of hospitalization. Histopathological examination revealed hypertrophy of the leaflets of the tavi valve, but no apparent vegetation. If information is provided in the future, a supplemental report will be issued.